Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the implant removal could not be determined. It was the surgeon's decision to remove the implants at the patient's request. The root cause for the cancellous bone bleeding could not be determined. Bleeding is an inherent risk of surgery and the surgeon's technique. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# 332223, mfd. 01/27/15, exp. 2020-01-27, gtin (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# i0a25, mfd. 06/09/14, exp. 20219-06-09, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 262222, mfd. 11/01/14, exp. 2019-11-01, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient later reported lingering pain complain and requesting that the implants be removed. The surgeon did not indicate that the implants were malpositioned or loose. In (B)(6) 2019, the surgeon performed a revision surgery where he removed all three implants using chisels. There was significant cancellous bone bleeding intraoperatively after removal of the first implant which the surgeon staunched with a hemostatic matrix. There were no other complications during the revision. The status of the patient following the revision procedure is not known, but the surgeon was pleased with the outcome.